Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt's ipg had a greater recharge burden. The pt was given some cycle programs during a reprogramming session to help with the issue. The pt stated that when the ipg was under 25% battery level, she felt as if the stimulation was higher than normal. No further info is available at this time.